Event description:
The customer obtained non-reproducible higher than expected vitros trop I es results from multiple patient samples when processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected results were reported out of the laboratory. Corrected reports were issued for all patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from multiple patient samples processed on the vitros eciq immunodiagnostic system. An ocd field engineer recalibrated the reagent metering pump and well wash subsystem and adjusted the incubator subsystem to return the instrument to expected operation. Following these actions, acceptable vitros trop I es performance was observed. The investigation also determined that the samples in question were not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre analytical sample processing or an instrument related event cannot be ruled out as contributing factors. The root cause of this event is unknown.